Event description:
It was reported that during implant procedure to replace the rv lead. During a lead testing, loss of capture and sensing were noted. The physician opted to reposition the lead, but could not advance a stylet through the inner lumen. It was noted that the physician tried several attempts to retract the helix. The helix would not retract and eventually the lead freed itself from the septal placement. The rv lead was removed and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.